Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was at elective replacement indicator (eri), and during the changeout procedure the setscrew for the right ventricular high voltage coil could not be removed. The physician removed the grommet to expose the setscrew, and continued to attempt to loosen the setscrew with a hex wrench. The wrench appeared to turn freely within the bore of the setscrew demonstrating that the setscrew was stripped. Ultimately, with significant force the physician was able to get the setscrew to back out and allow for the removal of the pin from the header bore. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2007; 4194 implantable pacing lead (B)(6) 2007; 3093-28 urinary lead (B)(6) 2008; 3058 urinary implantable pulse generator (ipg) (B)(6) 2011. (B)(4).